Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the valve was damaged and the patient had a re-intervention. No other details were reported.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. It was also determined that the lot number initially provided appears to be invalid. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.